Event description:
Reference MDR #1036844-2010-00358 for the same issue with this replacement catheter for the same pt 17 days earlier. It was reported that the female pt had a cannon catheter in place and it was discovered that the hub was cracked. Additional information received on 11/17/2010 from the sales representative stated, the catheter being used was an edge chronic catheter, not a cannon catheter. Due to the blue hub cracking a catheter exchange was performed. The pt had to stop dialysis for a day or so (couple of hours). There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.